Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(6).

Event description:
A monarc sling was implanted in (B)(6) 2010 for bladder prolapse. Three months later, the problem recurred. "The bladder is out again." Additional problems include bowel incontinence that require panty liners, watery bowel movements and occasional bleeding after bowel movements. According to her physician, the sling was still in place but additional surgery took "8 hours" and included a hernia repair. The patient reports having had two major surgeries in the last two years. It's unclear if the sling contributed to these bowel problems. The intended use for a monarc sling is for incontinence, not for pelvic organ prolapse.